Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. The shock impedance average measurement was noted to be approximately in the 80 ohm range with many measurements up near 120 ohms. Boston scientific technical services (ts) explained that as the shock impedance climbs, there can be impacts to the effective energy delivery of a device shock. Ts discussed with the healthcare providers (hcps) that if they continue to monitor the patient, it may be appropriate to increase the high out of range shock impedance limit to 150 ohms and if this limit is exceeded, then perform a commanded maximum energy shock. The lead remains in-service. No patient symptoms or adverse patient effects were reported.